Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, customer filled the cartridge after the cartridge was installed on the pump. Blood glucose level was 190 mg/dl at the time of reported event. Reportedly, customer had manual injections available for alternate insulin therapy.